Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred.vascular access was obtained via the right brachial artery. The de novo, 90% stenosed and eccentric target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A signifcant bend of <= 45 degrees was noted. The 2.0x15mm maverick2 balloon catheter was advanced for pre-dilation with significant resistance noted. During the first inflation, the balloon ruptured at 5atms. The device was removed intact and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Vascular access was obtained via the right brachial artery. The de novo, 90% stenosed and eccentric target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A significant bend of <= 45 degrees was noted. The 2.0x15mm maverick2 balloon catheter was advanced for pre-dilation with significant resistance noted. During the first inflation, the balloon ruptured at 5atms. The device was removed intact and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device observed the hypotube was kinked 36.3cm distal to the strain relief. An examination of the balloon found a longitudinal tear in the balloon material. The tear stretched from the proximal markerband to the distal markerband for a total length of 15mm. Microscopic examination of the balloon material and of the proximal and distal markerbands could not identify any anomalies which could potentially have contributed to the tear. An examination of the tip section of the device found no issues with its profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).